Event description:
Reportedly, during an ICD follow-up visit of the patient, interrogation of the device was attempted via inductive telemetry. However, although the programming head was placed right on the implant site, the ICD could not be interrogated (leds on the programming head were off). Preliminary analysis confirmed the reported inductive telemetry blockage. Following livanova¿s recommendations, a recovery procedure was successfully performed on (B)(6) 2017 and restored the inductive telemetry function.

Event description:
Reportedly, during an ICD follow-up visit of the patient, interrogation of the device was attempted via inductive telemetry. However, although the programming head was placed right on the implant site, the ICD could not be interrogated (leds on the programming head were off). Preliminary analysis confirmed the reported inductive telemetry blockage. Following livanova¿s recommendations, a recovery procedure was successfully performed on (B)(6) 2017 and restored the inductive telemetry function.